Manufacturer narrative:
(B)(4).during investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding assistance with a system error (se) 2240 while using the homechoice (hc) during drain 1 of 4. The hp had disconnected from hc and pressed go to resume therapy prior to reconnecting causing error. The technical service representative (tsr) had hp recycle power and the alarm cleared. Tsr advised hp to start over with new supplies. During a follow-up call, the hp stated after starting over with new supplies no further issues were found. No patient injury or medical intervention was reported.